Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent, a suprarenal aortic extension, and three limb stent grafts. On (B)(6) 2016 a follow up computed tomography (CT) scan showed a potential type 3b endoleak at the crotch of the bifurcated graft. The physician would like to reline the initial implant. A secondary procedure has not been completed or scheduled to date.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the reported type 3b endoleak was confirmed through clinical evaluation. Additionally there was evidence to reasonably support the following observations; at 54 months post implant there was an occluded non-endologix snorkel stent in the right internal iliac artery bypassing the right internal iliac artery aneurysm and at an unknown date post initial implant a non-endologix stent placed in the suprarenal extension with poor proximal apposition of the sent to the extension graft. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use and concomitant use of non-endologix stents. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. There have been no additional adverse events reported for this patient.

Event description:
Additional information received, the patient had a secondary intervention on (B)(6) 2016 where the physician elected to implant an additional bifurcated stent to seal the endoleak.